Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station does not turn on and the customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turned on. A field service engineer (fse) found the station unable to power up during a power cycle. After opening the back panel to the main and auxiliary sections, the fse had unplugged drawers to identify the issue and determined that auxiliary drawer 1.2 was causing the station to shut down. The half height controller board had been replaced, and the station was rebooted successfully. The customer was able to power on the station and test the drawer inventory with good results. The system functioned as intended after the field service engineer repaired the device.